Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that approximately 2 years post xience v stent implantation in the distal right coronary artery, the patient experienced chest pain. Percutaneous coronary intervention was performed in the target vessel. Two days post procedure, the event resolved and the patient was discharged. Although requested, there was no additional information provided.